Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in fair condition. A pressure test was performed three times and all three tests were out of specification. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd administration sets - flow stop leaked at the filter during administration. The event occurred during calibration with no patient involvement.